Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported that the patient presented in clinic for follow up with an alert for capacitor charge time limit reached. In clinic capacitor maintenances also resulted in charge time limit alerts. Device was explanted and replaced. The patient condition was fine.